Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke off inside of patient's mouth. The patient's procedure was completed when it was noticed the elevator had broken. The patient was taken for x-rays and the tip was found to still be inside of the patient. The surgeon waited for the general anesthesia to wear off before taking the patient back to un-suture, remove the fractured tip, and re-suture the patient. The elevator was being used on tooth #1 which was "complete bony impacted." The event caused between 30-60 minute delay. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this instrument states "avoid undue stress or strain when handling or cleaning instruments." A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to document the device evaluation.